Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient died while being monitored by mp30. The device was not connected to the network, so no central alarm was available.